Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.83mm. The grips were not found to be cracked. A review of system log has been performed by an isi failure analysis engineer (fae). The following additional information was provided: no engagement error was found.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was could not get a medium-large clip applier instrument to close. While attempting the tip of the instrument would snap. It is unknown if the procedure was completed. No reported known impact or patient consequence was reported.